Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing, qrs wave morphology changes and low amplitudes in both the primary and secondary sensing vectors.